Manufacturer narrative:
It was reported a patient underwent a atrial fibrillation (afib) procedure with a qdot micro¿ catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. It was reported that when they attempted to excavate the patient at the end of the procedure, the patient was unresponsive. The patient was brought to recovery and a pericardial effusion was confirmed with an echocardiogram. Medical intervention of the pericardiocentesis was then provided. The patient was reported to be in stable condition. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31177558l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) procedure with a qdot micro¿ catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. It was reported that when they attempted to excavate the patient at the end of the procedure, the patient was unresponsive. The patient was brought to recovery and a pericardial effusion was confirmed with an echocardiogram. Medical intervention of the pericardiocentesis was then provided. The patient was reported to be in stable condition.